Event description:
The pt claimed that the pump was not responding when the up arrow was pressed and the keypad was peeling from the top of the pump near the contrast button. The pt denies water exposure.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad was torn near the ok and contrast buttons, the pump was not responding to the up arrow button, the pump was intermittently responding to the contrast button, and there was adhesive/contamination found under the button contacts.